Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this programmer emitted smoke and a burning smell was noted. This programmer will be returned back to the laboratory. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the programmer underwent functional testing. The programmer was powered on and did not emit any smoke or any type of burning smell. Next, a test device was interrogated several times and found wire of telemetry cable partially pulled from connector. The ECG, printer, and zip telemetry functions were tested, with no issues observed. Additionally, the touch screen was checked for functionality and calibration, with no issues noted. Finally, the hardware key and the floppy disk drive were tested. Laboratory testing was unable to reproduce the reported clinical observations but found a component on printed circuit board blown which was probably the cause of the initial allegation of smoke emitting and burning smell. All affected components were replaced and the programmer performed normally throughout all tests.

Event description:
Boston scientific received information that this programmer emitted smoke and a burning smell was noted. This programmer was returned back to the laboratory. No patient involvement was reported.